Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) via 8fr sheath using the preclose technique prior to an implantation procedure. Reportedly, a cuff miss occurred in the rcfa. A second proglide device was going to be used; however, failed as it was not placed in the vessel correctly. Two additional proglide devices were used for successful suture placement using the preclose technique. Two proglide sutures were successfully placed in the left common femoral artery (lcfa) using the preclose technique. The implantation procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from the proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.